Manufacturer narrative:
Date implanted: not applicable as the iol was not implanted. Date explanted: not applicable as the iol was not implanted. Device evaluation: product evaluation could not be performed since, at the time of this investigation, the product had not been received. If the product is returned regarding this evaluation the case will be reopened to complete sample evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. No nc/ER was found as part of the manufacturing record review. Historical data analysis: a search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the surgeon noticed a hole in the pre-loaded dxr00 intraocular lens (iol) and did not use it. The same procedure was completed successfully using back-up lens with the same model and diopter size. There was no patient contact, no injury, no incision enlargement, no suture(s), and no vitrectomy. Patient outcome post-procedure was reported as no complications. The iol is not available for return as it was discarded. No further information is available.